Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified that the tip of the waveguide was broken off. The broken piece was returned. Functional testing found the assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated. It was reported that the device component disengaged post procedure, the device broke during application and there was no activation during procedure. A related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions included with this device provide the following guidance: contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. Users need to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, the red indicator illuminated. Suspecting dirt was the reason of the vent, the nurse cleaned the dissector and the active blade broke, disengaged but did not fall off the patient's cavity. A similar device was opened and used to complete the case. There was no patient injury.